Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed that there was minimal difference between the telemetered and daily battery measurements, but the min/max value of 2.75 - 2.93v for the week ending (B)(6) 2010 was a larger variation than other weeks. The following week's measurements were closer together.

Event description:
It was reported that there was a "significant drop" in the weekly min battery measurement. The device is still in use. No pt. Complications have been reported as a result of this event.